Manufacturer narrative:
Initial: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the baseplates are unsuitable for use as the starter hole is off center so unable to roll back to fit stoma needs. Photos depicting the reported complaint issue were provided by the complainant.